Manufacturer narrative:
Exact date unknown, event occurred 3 years ago.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and the ipg passed visual inspection and exhibited normal device characteristics. The reported event was not confirmed. An analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. The IFU stated that the charging distance between the charger and the ipg was between 0.5 cm to 2 cm. Centering the charger over the stimulator ensured the shortest charging time and for best charging results.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.